Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the surgeon left a needle inside the patient's abdomen. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d2a, d2b, h6 medical device problem code. Additional information: g4. Additional information received: the patient had recurrent left renal stones. In fact, he had already presented eight caliceal lithiases in the left kidney. He was diagnosed with pyelo-ureteral junction syndrome, for which intervention was required surgical under general anesthesia was preconized. The intervention took place on (B)(6) 2024. During this procedure, a needle remained in the patient's abdomen. The operating report mentions: "note a visi-black needle (rb-1 plus) of 16 mm remained in the abdomen. Needle is probably defective because it has loosened from the wire during normal use. Needle not found after long and careful exploration of the entire abdominal cavity. It is decided to leave her in the absence of risk of organic damage. Post-operative patient information on the temporary contraindication to MRI while ensuring the absence of ferromagnetic character of the needle with the manufacturer." Despite the undesirable presence of a foreign body leaves in the abdomen of the patient hospitalization reports will mention "absence of adverse events during the stay" the medical consequences of the initial intervention will be without any particular difficulties. No provision has been made to withdraw this foreign body. Procedure: resection anastomosis of the left pyeloureteral junction + extraction of multiple caliceal lithiasis by fibroscopy + ureterolysis. Diagnosis: ureteral pyelo junction syndrome. Date of proceedings: (B)(6) 2024. Using pds 4/0 wires to: closure of the pyelic racket by overjet of pds 4/0 for the anterior plan. Uretero-pyelic anastomosis with pds 4/0 overjet for the anterior plane. The posterior anastomosis is also constituted by pds 4/0. Operating time: 2h20. Readmission from (B)(6) 2024 in the urology department for postoperative hyperthermia on day 4 of left pyelopastia. Diagnosis made: influenza-like syndrome. Removal of left jj probe placed on (B)(6) 2024 under local anesthesia on (B)(6) 2024. Easily remove the probe with an alligator clip. Examination of the specimen performed on (B)(6) 2024 at the time of the left pyelo ureteral junction. Result : discrete chronic fibroinflammatory changes of the ureter in pyelo-ureteral junction syndrome. Absence of signs of malignancy.